Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: trying to clip. Loading is very difficult, resistance. Replaced device. Information received from applied medical representative via email 5dec23: no patient injury. The instrument was used during a laparoscopic cholecystectomy. A clip was not visible in the jaws after the trigger was squeezed. A clip was not correctly formed in the jaws, opened a new clip applier after trying to "preload" several times, had the same issue, but did load slightly better. Patient status: no patient injury. Intervention: device replacement.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: trying to clip. Loading is very difficult, resistance. Replaced device. Information received from applied medical representative via email 5dec23: no patient injury. The instrument was used during a laparoscopic cholecystectomy. A clip was not visible in the jaws after the trigger was squeezed. A clip was not correctly formed in the jaws, opened a new clip applier after trying to "preload" several times, had the same issue, but did load slightly better. Patient status: no patient injury. Intervention: device replacement.